Event description:
A trimed sales representative reported on (B)(6) 2021 that a broken vppl-5-7 was removed from the patient. The patient had fallen and broke the plate. The initial implantation of the vppl-5-7 was on (B)(6) 2021, the fall and removal occurred sometime in (B)(6). It is believed that prior to the fall, the patient was healing well from the initial surgery. The plate and screws were removed and replaced with bone graft material as well as pins to achieve fixation. It is currently believed that the patient is healing well. Inspection of the device found that the device likely broke due to the impact from the fall and device did not malfunction due to material integrity.